Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. Drawer 5.2 pockets was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station auxiliary drawer 5.2 row b was not detected on the bus. A field service engineer removed and verified all pockets, checked for debris, and completing hardware test application final testing. The station was restarted and passed final hardware diagnostics. The system functioned as intended after the field service engineer repaired the device.